Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2018-03464, reference MFR. Report# 1627487-2018-03470. It was reported (B)(6) the patient experienced ineffective stimulation. X-rays revealed the leads had migrated and wrapped up around the ipg. Additionally, the ipg appeared to be loose in the pocket too. Reportedly, the patient has lost about 3 kilogram of weight since the implant. Surgical intervention may be taken at a later date to address the issue.

Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2018-03464, reference MFR. Report# 1627487-2018-03470. Additional information received identified the patient underwent surgical intervention on (B)(6) 2018 wherein the leads were explanted and replaced with another model and the ipg was resutured in the pocket. The issue has resolved.